Manufacturer narrative:
The customer provided data for 7 patient samples tested between (B)(6) 2022 and (B)(6) 2023. See the attachment for the patient data. The samples were submitted for investigation.

Manufacturer narrative:
No instrument issue was identified. The customer's laboratory environment is very dusty. The instrument's external surfaces and internal components are coated in dust. At the customer site, film and particles were visible on the surface of the samples before measurement. Several samples were provided for investigation. The samples were measured and precise results were received at the investigation site. Based on these results, the investigation concluded that once the oily film or particles that were detected at the customer site are gone, the results are stable. The investigation determined the issue is due to the customer's dusty laboratory environment and preanalytical issues occurring at the customer site. The investigation did not identify a product problem.

Event description:
The initial reporter complained of ongoing issues for multiple patients tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The following are examples of recent discrepant results for 2 patient samples from (B)(6) 2023. Patient 1 initial result was 21 ng/l. The repeat results were 10 ng/l and 11 ng/l. Patient 2 initial result was 44 ng/l. The repeat results were 34 ng/l and 24 ng/l.

Manufacturer narrative:
The e801 module serial number was (B)(6). Sample material was requested for investigation.

Manufacturer narrative:
The customer provided data for 78 patient samples tested between (B)(6) 2022 and (B)(6) 2023. See the attachment for the patient data. The samples were submitted for investigation. The investigation is ongoing.